Event description:
It was reported that the customer is having low blood glucose in the morning. The blood glucose reading is 50 mg/dl. Customer treated with juice. Customer experiencing lows for two weeks. During troubleshooting, the displacement test failed. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.